Manufacturer narrative:
Customer reported the collimator they received from liebel-flarsheim (lf) to correct their collimator issue, was not compatible with the software in their system. Lf exchanged this collimator and the biomed was able to install the second collimator the next day and the system was fully functional.

Event description:
Customer states the collimator failed, they lost fluoro, and moved the pt to another room and complete the procedure with a c-arm. No pt injury. No add'l pt or procedural details are known.